Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9676 angle reamer drive shaft would not slide into the ar-9597-10 angle reamer sleeve anymore. The case was completed using an alternative instrument without complications to the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation noted strong abrasion marks around the shaft of the angled reamer, drive shaft. Also, chipped around the distal end of the shaft and the fitting hybrid hudson. Functional testing was performed with the returned ar-9597-10. It did not slide properly and got stuck. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.